Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed cardiac tamponade during support. As a result, pericardial fluid became stored and required draining via chest tube. There were no issues noted with the patient's right side of the heart.